Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment, reservoir compartment and on the screen. The customer reported that the insulin pump was making loud noise when vibrating like something was loose. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with vibrator rattling due to vibrator adhesive not adhering. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.